Event description:
It was reported that the patient initially presented to the hospital on (B)(6) 2011, with an acute myocardial infarction. The patient was taken to the cath lab and using a non-abbott guide wire, the left anterior descending artery (lad) was predilated with a couple of abbott balloon catheters (type not provided). Then an export catheter was used to aspirate thrombus from the patient. Following this, three xience v otw stents were implanted, 3.0x28 mm in the distal lad, 3.0x28 mm in the mid lad and a 3.5x15 mm in the proximal lad. The patient was discharged from the hospital on aspirin and plavix. On (B)(6) 2011, the patient came back to the hospital with chest pain and was taken back to the cath lab and it was noted that thrombus was in the distal area within the 3.5x15 xience v otw stent in the proximal lad. The patients vessel was wired and an export catheter was used to aspirate the thrombus. It was also noted that there was a missed lesion distal to all three xience v otw stents and a 3.0x15 xience otw was implanted distal to all three stents with no issue. The patient outcome was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and thrombosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.